Event description:
Information received by medtronic indicated that the customer experienced higher blood glucose when they going through body scanner at airport and insulin pump was not correct delivering. Performed self test and displacement test and passed. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On 15-jun-2022, the pump was returned due to customer allegation to pump under delivering causing high bgs and exposed to magnetic field or MRI. Pump passed the functional tests, including the self-test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches, however, unit received with unexpected battery power loss and had high sleep current. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the pump history on the event date of 15-jun-2022 found bolus deliveries of 0.225u at 06/15/2022 00:00:27, 0.2u at 06/15/2022 01:00:28, 0.2u at 06/15/2022 02:00:28, 0.175u at 06/15/2022 03:00:30, 0.25u at 06/15/2022 04:40:29, 0.35u at 06/15/2022 05:00:51, 0.05u at 06/15/2022 06:50:26, 0.05u at 06/15/2022 07:00:21, 0.35u at 06/15/2022 08:00:36, 0.175u at 06/15/2022 09:00:35, 0.1u at 06/15/2022 10:30:27, 0.1u at 06/15/2022 11:20:31, 0.3u at 06/15/2022 12:00:30, 0.05u at 06/15/2022 13:10:20, 0.025u at 06/15/2022 14:00:29, 0.125u at 06/15/2022 15:35:23, 0.025u at 06/15/2022 16:10:29, 0.125u at 06/15/2022 17:00:36, 0.35u at 06/15/2022 18:00:28, 0.3u at 06/15/2022 19:00:28, 0.25u at 06/15/2022 20:40:43, 4.7u at 06/15/2022 22:06:42, 0.075u at 06/15/2022 23:05:33, 0.025u at 06/16/2022 00:10:31. Swapped electrical board with a test board and sleep current measurement passed. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. In summary, customer allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Unexpected battery power loss confirmed due to moisture damage. Unable to verify exposure to magnetic field or MRI. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.